Event description:
The product splinters and breaks off when used as directed. The rptr is concerned that a pt could swallow or choke. He also feels that if pieces of the product got caught in the gums, it could cause infection.